Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing which was infusing precedex was noted to have separated and leaked at the first luer lock port of the tubing set before it enters the pump. The tubing was clamped and a replacement set resolved the issue. There was no patient harm.

Manufacturer narrative:
The customer¿s report of tubing separated and leaked was confirmed. Visual inspection of the set noted that the vinyl tubing was completely separated from the smartsite inlet port below the check valve. Examination under magnification noted that both sides of the vinyl tubing had no solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that the tubing which was infusing precedex was noted to have separated and leaked at the first luer lock port of the tubing set before it enters the pump. The tubing was clamped and a replacement set resolved the issue. There was no patient harm.